Event description:
It was reported that the pump's usb port was damaged, and the pump could not be charged. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.